Event description:
It was reported, that the implantable cardioverter defibrillator (ICD) system recorded a high out of range impedance alert. In a non boston scientific right atrial (ra) lead. Additionally, noisy signals were oversensed on the ra channel. And let to inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended turn off respiratory rate trend (rrt). That could be a possible cause of the inappropriate atr. Check ra thresholds and sensing, and monitor at this time. The system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).